Event description:
Device malfunction: stent loose on balloon, sds "crimpled." Time of malfunction: during the procedure. Symptoms/ae: stent implantation in unintended, diseased site. It was reported that during a revascularization procedure in a heavily calcified subclavian artery the omnilink stent system was being positioned at the intended site. The physician at the point decided to use a longer stent system and to remove the omnilink device. As the physician proceeded to remove the omnilink stent delivery system (sds) into a 6f introducer sheath, the sds "crimpled" and the stent became loose on the balloon; however, it did not dislodge. A decision was made to implant the stent in a different diseased segment of the subclavian artery, distal to the initial target lesion. The initial target lesion was treated with a non-abbott stent. According to the physician, there was no healthy intima in the vessel. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The stent remains in the pt's body. The stent delivery system was not returned. The lot number was not identified; therefore, a device history record review could not be performed.